Manufacturer narrative:
The following fields have been updated with corrections: d.3. Medical device manufacturer: tuas.

Event description:
It was reported that bd luer-lok¿ syringes with detachable eclipse¿ needles leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305781, batch no: unknown. It was reported that leak was observed between the syringe and extension set. The leak was observed between bd eclipse and extension.

Manufacturer narrative:
H.6. Investigation summary: one syringe was received by our quality team for evaluation. Upon visual inspection, no damage was observed at the syringe collar thread or the syringe tip. Leak testing was also performed and no leakage was observed. The incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no root cause could be determined due to the sample passing visual inspection and leak testing. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd luer-lok¿ syringes with detachable eclipse¿ needles leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305781 batch no: unknown it was reported that leak was observed between the syringe and extension set. The leak was observed between bd eclipse and extension.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ syringes with detachable eclipse¿ needles leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305781, batch no: unknown. It was reported that leak was observed between the syringe and extension set. The leak was observed between bd eclipse and extension.